Manufacturer narrative:
Fields changed: b4, g4, g7, h1, h2, h6. After decontamination, a visual inspection was performed without highlighting elements of non-conformity. The dimensional verification confirmed that the returned pvs 21/s valve meets the specifications. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. As per the received medical judgment, the event was attributed to user error (guiding sutures tension was too strong).

Event description:
On (B)(6) 2019, a perceval pvs21 implant attempt occurred. After the device was implanted and the aorta was closed, the intra-operative echo showed a perivalvular leak. The pvs21 valve appeared tilted. Consequently, the aorta was clamped again, the pvs21 explanted and a new pvs21 was implanted. The procedure was delayed, although the exact added time was not provided. The patient remained stable throughout the procedure, with no problem after surgery and was discharged to home. Based on the assessment received, the event likely resulted from the tension applied to the guiding suture, which was reportedly strong.

Manufacturer narrative:
Fields changed: b4, b5, g4, g7, h1, h2. An updated version of the event summary has been provided in section b5, based on the additional information received on the patient's outcome after surgery. The root cause and rationale provided in the follow up #1 is unchanged.

Manufacturer narrative:
The device was returned to the manufacturer and it was received on 20 jun 2019. The returned valve was received with the pericardium slightly darker than normal and with blood traces. No other anomalies were observed during this investigation step.

Event description:
On (B)(6) 2019, a perceval pvs21 implant attempt occurred. After the device was implanted and the aorta was closed, the intra-operative echo showed a perivalvular leak. The pvs21 valve appeared tilted. Consequently, the aorta was clamped again, the pvs21 explanted and a new pvs21 was implanted. The procedure was delayed, although the exact added time was not provided. The patient remained stable throughout the procedure, but the outcome after surgery was not reported. Based on the assessment received, the event likely resulted from the tension applied to the guiding suture, which was reportedly strong.